Event description:
The customer reported that the device unexpectedly shutdown and also failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown and also failed to recognize the battery. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was confirmed. The battery that was sent in with the device had failed. This battery was more than 2 years old. The customer was advised to purchase a new battery. The device passed all testing and was shipped back to the customer site.